Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage and foreign matter (dried additive) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was on tubes and tubes were cracked and leakage occurred during use with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced leaking and glass breakage using product. We have noticed that some of the tubes are actually leaking and broken without ever being touched. We have tried to contact the company for this complaint by phone 3-4 times, but have not heard back. If possible, we would like to know how to proceed and also we may consider a different product if this particular one is causing much wastage. Additionally, on (B)(6) 2020 the customer provided the additional information: she stated that the tubes were received (B)(6) 2019 by another person, so she cannot say that the residue on the tubes was present when they were received. The residue can be seen on most of the tubes, and is at the top of the tubes and also near the bottom of the tube that caused pieces of styrofoam to stick to the tubes when they were removed from the shelf pack, can be seen in the picture that is attached to the case. Only one of the tubes was cracked. These tubes with the residue were noticed a few months ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was on tubes and tubes were cracked and leakage occurred during use with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced leaking and glass breakage using product. We have noticed that some of the tubes are actually leaking and broken without ever being touched. We have tried to contact the company for this complaint by phone 3-4 times, but have not heard back. If possible, we would like to know how to proceed and also we may consider a different product if this particular one is causing much wastage. Additionally, on 2/12/2020 the customer provided the additional information: she stated that the tubes were received 02-25-2019 by another person, so she cannot say that the residue on the tubes was present when they were received. The residue can be seen on most of the tubes, and is at the top of the tubes and also near the bottom of the tube that caused pieces of styrofoam to stick to the tubes when they were removed from the shelf pack, can be seen in the picture that is attached to the case. Only one of the tubes was cracked. These tubes with the residue were noticed a few months ago.